Event description:
Patient reported the infusion device gave an unintended bolus 3 times after changing the insulin cartridge. Patient reported the following times and amounts: 11:24 pm, 9.0 units; 11:24 pm, 16.7 units; 11:26 pm, 6.0 units. Patient stated he did not measure his blood glucose level in the evening. Patient reported his blood glucose level was 2.3 mmol/l (41 mg/dl) in the morning and then after eating a snack his blood glucose level was 10.0 mmol/l (180 mg/dl). Patient's normal blood glucose level was not provided. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the device history that could have contributed to the problem mentioned by the customer. The mentioned 3 boluses were programmed by the meter and delivered by the pump. All by the customer programmed boluses and basal rates were successfully delivered by the pump. Programming of boluses requires multiple button presses in a specific manner. The customer followed the required procedure. An unintended bolus programming can be excluded. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.